Event description:
During a laparoscopic cholecystectomy the surgeon used the 5 mm dissecting hook to remove the gall bladder from the liver bed. The surgery was thought to have been completed successfully. The rep was told the pt was on heparin preoperatively, and did not receive the morning dose due to the surgery and was restarted on heparin 3 hours post op. The pt had a reoperation and the surgeon said he found approx. 3l of blood in the abdomen. The surgeon said the bleeding was coming from the liver bed. The rep does not know how many hours post op the reoperation occurred, of if blood replacement was given. 9/5/97 it was reported the reop occurred on 8/27/97. The pt received heparin 8 hours post op, 3 units of blood pre-op, and 2 units post-op. The pt's hemoglobin dropped and the abdomen became swollen and then the pt was returned to surgery.